Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three photos are provided and reviewed. In the first and second photo the maxcore device needle was showing and the stylet of the needle was bent/twisted. In the third photo also, the same needle bent was showing. Therefore, the investigation is kept as inconclusive for the reported failure to fire and difficult to remove issue as no objective evidence was provided for review. And the investigation is confirmed for the reported material twisted/bent issue based on provided information. A definitive root cause for the reported failure to fire, material twisted / bent, difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided breast biopsy through hard density tissue using a maxcore instrument. During the procedure, the stylet needle was bent. It was further reported that the firing button was a bit stuck but still could be pressed. Reportedly, there was difficulty in removing the needle from the patient. No coaxial needle was used, and the procedure was completed using another device. There was no patient reported injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided breast biopsy through hard density tissue using a maxcore instrument. During the procedure, the stylet needle was bent. It was further reported that the firing button was a bit stuck but still could be pressed. Reportedly, there was difficulty in removing the needle from the patient. No coaxial needle was used, and the procedure was completed using another device. There was no patient reported injury.